Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
Blood glucose value from reported event was 30 mg/dl and sensor glucose value was 90 mg/dl. The customer had treated with glucose tablets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value was 30mg/dl. Blood glucose value from reported event was 90 mg/dl and sensor glucose value was 30mg/dl. Sensor glucose value from reported event was 30mg/dl. Patient's current blood glucose value was 98mg/dl. Insulin pump will not be returned for analysis.